Manufacturer narrative:
(B)(4). S/w version = 5.2a; retainer ring = black. Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked reservoir tube lip, damaged display window cover, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, and battery tube threads - cracked. Cosmetic damage was confirmed at the battery compartment.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment and back side was cracked. No harm requiring medical intervention was reported. Customer will discontinue use of the device. The device was returned for analysis.